Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they are seeing void volumes have lessened and they are not voiding as much as before the procedure. As a result of what was reported, they were advised to contact their healthcare provider (hcp). The next day, patient said they have a higher urgency and their nighttime voids are worsening. They also think they might be retaining urine. No device issue was reported and no further patient complications have been reported as a result of this event.